Event description:
Under specific circumstances, the integrated laser system changed from standby mode to treatment mode without being commanded to by the user. This event occurred during a facility in-service visit by the application specialist. There was no impact or injury to any pt or user.